Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of two devices associated with the event story. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
A 63-year-old female with a medical history significant for coronary artery disease and diabetes mellitus presented with cardiogenic shock secondary to an acute myocardial infarction. Temporary mechanical circulatory support was indicated. An initial attempt was made to implant an impella 5.5 device; however, the procedure was aborted due to ¿vessel size being too small. No impella 5.5 device was successfully implanted or initiated. The inability to advance or place the impella 5.5 due to inadequate vessel structure was identified as the reason for aborting the procedure and represents a potential contributing factor related to patient anatomy and device size requirements. Subsequently, an impella cp device was surgically implanted via the right axillary artery for circulatory support. At the time of impella cp initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock and remained scai stage d throughout support. Complications associated with the impella cp were documented separately in the related complaint file. The patient survived the impella events and was ultimately supported with an intra-aortic balloon pump (iabp) and continued veno-arterial extracorporeal membrane oxygenation (va-ECMO).

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was patient condition related as the patient's vessel size was too small per clinical details.